Manufacturer narrative:
No complaints were received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 7.3-7.4 cm from the connector pin consistent with the lead friction to the device can. All other damages noted to lead body were consistent with those occurring at time of explant.

Event description:
This report is to advise of an event observed during analysis.